Event description:
It was reported that noise was seen resulting in an inappropriate shock involving this subcutaneous implantable cardioverter defibrillator (s-ICD). X-ray images did not reveal any abnormalities. The device was reprogrammed to the primary sensing vector. After reprogramming the device another inappropriate shock was reported. A request for technical services (ts) review was needed. Ts reviewed the provided information and noted that artifacts were seen believed to be related to myopotential or movement artifacts. Ts noted that heavy shaking or involuntary muscle activity has created similar artifacts seen in this case. Additional review of x-ray images showed that the electrode was fully inserted, and possible electrode position optimization was discussed. Ts noted that if it is not possible to recreate the situation resulting in the reported artifacts it would not be possible to exclude further inappropriate shock delivery in the future. In this case, other treatment options may be considered for this patient. The s-ICD was explanted and will be returned. X-ray did not show an abnormalities. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that noise was seen resulting in an inappropriate shock involving this subcutaneous implantable cardioverter defibrillator (s-ICD). X-ray images did not reveal any abnormalities. The device was reprogrammed to the primary sensing vector. After reprogramming the device another inappropriate shock was reported. A request for technical services (ts) review was needed. Ts reviewed the provided information and noted that artifacts were seen believed to be related to myopotential or movement artifacts. Ts noted that heavy shaking or involuntary muscle activity has created similar artifacts seen in this case. Additional review of x-ray images showed that the electrode was fully inserted, and possible electrode position optimization was discussed. Ts noted that if it is not possible to recreate the situation resulting in the reported artifacts it would not be possible to exclude further inappropriate shock delivery in the future. In this case, other treatment options may be considered for this patient. The s-ICD was explanted and returned. X-ray did not show an abnormalities. No additional adverse patient effects were reported.